Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the leg. An angiojet solent proxi catheter was used for thrombectomy procedure. During the procedure, it was noted that the catheter was able to aspirate twice but unable to do so on the third time. Blood and fluid were noticed coming out from the bulb. The catheter was removed and prepped another angiojet solent proxi catheter. The catheter also aspirated thrombus a couple of times but then started leaking again. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the solent proxi thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually inspected. Inspection of the device presented no damage or irregularities. Blood was present inside the device and 75ml of blood in the attached waste bag, when received. Functional testing was performed by placing the device in the angiojet ultra console. The testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy and power pulse mode for 60 seconds. The device ran within normal range with no fluid leaking from the pump assembly or device or any errors/alarms from the console. When in power pulse mode there was no fluid that flowed into the waste bag.

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the leg. An angiojet solent proxi catheter was used for thrombectomy procedure. During the procedure, it was noted that the catheter was able to aspirate twice but unable to do so on the third time. Blood and fluid were noticed coming out from the bulb. The catheter was removed and prepped another angiojet solent proxi catheter. The catheter also aspirated thrombus a couple of times but then started leaking again. The procedure was completed with a non-bsc device. No patient complications were reported.